Event description:
Resident was in bed with right side rail in up and locked position. The head of the bed was elevated at a 45 degree angle. The resident states she grasped the side rail with her right hand for support while repositioning herself in bed. She frequently uses the side rail to assist in pulling herself into a more upright position. The side rail fell striking her right hand. She sustained two lacerations, one to the dorsal surface of the right hand proximal to the fourth digit and a 4 cm laceration to the posteroir wrist. The resident's injury was evaluated in a local hosital emergency room where she received ten sutures to close the injury. Subsequent to the incident, the nursing staff placed to side rail in upright locked position and attemptrd unsuccessfully to duplicate the device failure. The following day, an lpn was applying a dressing to the injury when the side rail again fell when she leaned on it. Although the staff was again unable to duplicate the failure, the entire bed was taken out of service. The following day, the maintenance supervisor again attempted to duplicate the failure, but was unable. Subsequent to the incident, when a family member was informed of the injury, he stated to the nurse that the side rail had fallen when he leaned on it a few days prior to their conversation. No member of facility's staff was notified of the problem at that time. Ten calendar days subsequent to the event, when additional information regardingthe lateral pressure failures was obtained, the maintenance staff reinstalled the side rail on a test bed and attepmted to duplicate the failure. They were unable. The side rail has been removed from service.